Event description:
It was reported that the pt had been having issues with the catheter kinking. The hcp indicated at times the catheter is good and then it gets kinked and the pt does not get medication. The plan was to remove the device. No specific pt symptoms were reported. The drug used in the pump was dilaudid and was being changed to preservative free normal saline until the pump could be removed. Additional info has been requested from the hcp but was not available on the date of this report.